Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced undefined cartridge issue as the customer was receiving undefined messages to replace the cartridges. There was no reported adverse impact to the customer's blood glucose level. Cartridge changes were performed resolving the issue.